Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet display developed lines that worsened over time. The following day, the screen failed completely and became blank, with a visible crack below the display. The device could not be used, and the patient switched to multiple daily injections (mdi) as backup therapy. A replacement ilet was arranged. No blood glucose impact or injuries were reported.